Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction. The analyst noted the helix does not extend due to the driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead had high pacing impedance measurements. Also, the screw of the lead was unable to be retracted inside the lead. The lead was not used and a different lead was implanted instead. No patient complications have been reported as a result of this event.